Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate, bending during use & hypoglycemia. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate, bending during use & hypoglycemia. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ nano ultrafine pen needle was difficult to operate and caused the patient to possibly deliver multiple doses. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the customer possibly administered 2 injections of forteo on same day, on (B)(6) 2019 due to device issue. She also concluded one of the needles might be bent due to it being hard to remove at first. Verbatim: patient possibly administered 2 injections of forteo on same day, due to device issue, no ae [accidental overdose]. Case description: this spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint (pc), concerned a female patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received teriparatide (rdna origin) injections (forsteo), at an unknown dose, frequency and route of administration for the treatment of an unknown indication, beginning on an unknown date. On (B)(6) 2019 (yesterday, as reported), while on teriparatide therapy, she got ready to use her pen and when she pushed down, some yellow was still showing (as reported). She then changed the needle to reset the pen and it worked. She then used another needle and reset the device, then took her dose with a third needle (accidental overdose). As per her, she knows that she did not get any medication the first time because there was no drop at the tip of the needle. She was using nano ultra-fine needles. She also concluded one of the needles might be bent due to it being hard to remove at first. Outcome of the event, corrective treatment and teriparatide therapy status was not provided. The operator of the device was the patient and her training status was not provided. The device model duration of use and suspect device duration was unknown. Action taken and return status with suspect device was not provided. The initial reporting consumer did not provide any opinion of relatedness for the event with teriparatide drug and device.

Event description:
It was reported that unspecified bd¿ nano ultrafine pen needle was difficult to operate and the cap was difficult to detach. This caused the patient to possibly deliver multiple doses. This was discovered during use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported that the customer possibly administered 2 injections of forteo on same day, on (B)(6) 2019 due to device issue. She also concluded one of the needles might be bent due to it being hard to remove at first. Customer: patient possibly administered 2 injections of forteo on same day, due to device issue, no ae [accidental overdose]. Case description: this spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint (pc), concerned a female patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received teriparatide (rdna origin) injections (forsteo), at an unknown dose, frequency and route of administration for the treatment of an unknown indication, beginning on an unknown date. On (B)(6) 2019 (yesterday, as reported), while on teriparatide therapy, she got ready to use her pen and when she pushed down, some yellow was still showing (as reported). She then changed the needle to reset the pen and it worked. She then used another needle and reset the device, then took her dose with a third needle (accidental overdose). As per her, she knows that she did not get any medication the first time because there was no drop at the tip of the needle. She was using nano ultra-fine needles. She also concluded one of the needles might be bent due to it being hard to remove at first. Outcome of the event, corrective treatment and teriparatide therapy status was not provided. The operator of the device was the patient and her training status was not provided. The device model duration of use and suspect device duration was unknown. Action taken and return status with suspect device was not provided. The initial reporting consumer did not provide any opinion of relatedness for the event with teriparatide drug and device.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that unspecified bd¿ nano ultrafine pen needle was difficult to operate and the cap was difficult to detach. This caused the patient to possibly deliver multiple doses. This was discovered during use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported that the customer possibly administered 2 injections of forteo on same day, on (B)(6) 2019 due to device issue. She also concluded one of the needles might be bent due to it being hard to remove at first. Patient possibly administered 2 injections of forteo on same day, due to device issue, no ae [accidental overdose]. Case description: this spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint (pc), concerned a female patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received teriparatide (rdna origin) injections (forsteo), at an unknown dose, frequency and route of administration for the treatment of an unknown indication, beginning on an unknown date. On (B)(6) 2019 (yesterday, as reported), while on teriparatide therapy, she got ready to use her pen and when she pushed down, some yellow was still showing (as reported). She then changed the needle to reset the pen and it worked. She then used another needle and reset the device, then took her dose with a third needle (accidental overdose). As per her, she knows that she did not get any medication the first time because there was no drop at the tip of the needle. She was using nano ultra-fine needles. She also concluded one of the needles might be bent due to it being hard to remove at first. Outcome of the event, corrective treatment and teriparatide therapy status was not provided. The operator of the device was the patient and her training status was not provided. The device model duration of use and suspect device duration was unknown. Action taken and return status with suspect device was not provided. The initial reporting consumer did not provide any opinion of relatedness for the event with teriparatide drug and device. Device codes: 1399, 2588.